Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate ii left ventricular assist system (lvas), serial number (B)(6), was exchanged on (B)(6) 2017; the device was not returned for investigation. It was initially reported that the patient experienced low speed and pump stop events in (B)(6) 2017 that were believed to be due to a driveline issue (reference MFR # 2916596-2017-02205). The patient remained on an ungrounded patient cable until the pump was ultimately exchanged on (B)(6) 2017 to another heartmate ii pump via a mid-sternotomy. The patient was ultimately discharged on (B)(6) 2017. The relevant sections of the device history records for vad-57085 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02205. This report is being submitted as a correction.

Event description:
It was initially reported that an internal percutaneous lead (driveline) fracture was suspected. The patient was asymptomatic. The submitted system controller log file was reviewed by the manufacturer¿s technical services representative and it was observed that pump stoppages occurred while the lvad was connected to the power module. Since the patient has had the entire driveline replaced in the past, this would further indicate that there is an internal wire compromise. The submitted internal x-rays were also reviewed and showed tight bends in the driveline near the pump end bend relief. The patient was to continue to use an ungrounded power module patient cable. As of (B)(6) 2017, there are no plans for a pump exchange. It was later discovered the patient underwent a pump exchange on (B)(6) 2017 to a heartmate ii left ventricular assist device (lvad) via a mid sternotomy approach. The patient was discharged on (B)(6) 2017.